Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging an other message. The patient saw three dashed lines when trying to test. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.